Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. The x-rays and medical records were requested, but not provided. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon commented that pt was dislocating. He removed cup. Stem was well fixed and removed. New cup and liner implanted. Surgeon was satisfied with range of motion."